Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003: the patient was pre-operatively diagnosed with degenerative spondylolisthesis, l4-5 with disc disease l4-5 and l5-s1, herniation l5-s1; status post idet l5-s1 and underwent the following procedures: non-segmental internal fixation, l4-5 and l5-s1 bilaterally. Posterolateral spinal fusion, l4-5 and l5-s1. Harvesting right posterior autologous iliac crest graft through a separate fascial incision. Preparation non-structural allograft. As per operative notes,¿ rongeurs and the midas rex drill were used to decorticate the lateral gutters from l4 into the sacral ala as well as the posterior portion of the facet joints at l4-5 and l5-s1 after which the bmp(bone morphogenic protein) allograft preparation was placed which was made into longitudinal cigar type strips with center filled with autograft and then placed in the lateral gutter. Additional autologous morselized bone graft was placed over hat and into the posterior facet joints bilaterally from l4 to the sacrum. This was impacted into place.¿ the patient tolerated the procedure well without any intra-operative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.